Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+2.0/115 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to the patient had a sense of shaking and could not adapt himself, so he requested the icl be removed. The surgeon felt that it may be related to the abnormal adjustment function of the patient. The patient would not cooperated with the later examination and treatment. The problem was resolved. H6: health effect: clinical code (e): 4582 (patient did not have any pain). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+2.0/115 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to patient was experiencing orbital pain due to psychological effects and the problem was resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).